Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during heparin therapy at the surgical intensive care unit. The patient has been sub-therapeutic on the standard protocol despite a significant mg/kg/hr dosing. A nurse hung a bag that should have infused over 5 hours, at the end of the infusion, the nurse noted that the bag had a large amount of volume left though it should have been almost empty. The heparin was primed on a new line and infused on a new pump. The patient became therapeutic within two hours of medication on the new pump. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Functional testing was performed, and the reported issue could not be reproduced. Flow accuracy testing was performed with no issues noted. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.